Event description:
The customer indicated that one person, the chemistry supervisor, was sprayed in the upper body and face by fluid from a tube which had popped off the instrument of the bulk solution area of the architect c8000 process module. The customer rinsed off with water and stated he was fine. No additional information was provided. There was no adverse impact to patient management or to the technician reported.

Manufacturer narrative:
(B)(4) no consequences or impact to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of the instrument by a field service engineer, a search for similar complaints, and a review of labeling. The field service engineer (fse) found that the tubing popped off due to high pressure in the lines due to an obstruction in the bulk solution area. The issue was resolved once the fse replaced the tubing. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no deficiency of the architect c8000 analyzer, ln 1g06, was identified.